Event description:
It was reported that a spectrum pump alarmed system error 343 (motor high rate error) during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 343 was unable to be reproduced. A review of the event history log revealed system error 343 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the motor which was running only at a high rate. The motor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.